Event description:
It was reported that patient underwent total hip arthroplasty approximately sixteen years ago. Subsequently, patient was revised on (B)(6) 2010, due to metal osteolysis, worn polyethylene, and a metal pseudotumor. A mathys cage was used to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. The product identification needed to review device history records was unavailable.(B)(4).